Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) delivered inappropriate anti-tachycardia pacing (atp) and five shocks to a patient who was experiencing an atrial tachycardia. All therapy was exhausted, and the rhythm was not converted because it was an atrial driven rhythm. Technical services (ts) was consulted and explained that the atrial rate exceeded 170 beats per minute and that the atrial fibrillation rate threshold was correctly detected. Ts recommended reprogramming options. No additional adverse patient effects were reported. The crt-d remains in service.